Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that during the implant procedure the atrial lead exhibited low p-waves and loss of capture at multiple positions. After multiple positioning the helix failed to extend fully as tissue was caught in the helix preventing proper lead placement in the atrium. The lead was replaced and the procedure was successfully completed. The patient tolerated the procedure well.